Event description:
During an atrial fibrillation procedure, the distal tip of the needle was noted to be broken following insertion into the patient. The product was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One brk transseptal needle was received for evaluation. The distal tip of the needle assembly had been fractured and detached proximal to the distal tip. The needle tip was not returned. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured needle remains unknown.